Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned plate was confirmed based on the lot # marked on it and the catalog # and lot # marked on the patient record label (picture received from the customer). The breakage of the implant could be confirmed. The breakage occurred around the locking hole at the middle of the plate. The plate is highly bent. Parallel marks close to the breakage on both sides of the plate indicate the use of plate bender. This confirms that the plate was excessively bent during the implantation, leading to the breakage. Dimensional inspection showed the device to be according to the specifications. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by excessive bending of the plate before implantation, which should be avoided, especially around a screw hole. As a reminder, the instructions for use clearly state that: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique)." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during an or on 19 july 2010, a variax mini fragment was partially broken. It concerns article number (B)(4). Lot.nr 1000464996. Update: plate torn, complaint arose during use."

Event description:
As reported: "during an or on (B)(6) 2010, a variax mini fragment was partially broken. It concerns article number 629752s. Lot.nr 1000464996. Update: plate torn; complaint arose during use".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.